Event description:
The customer reported an error message housing warm and disabled. The fse reported anode housing heat at 99% at boot up. This error message will result in a loss of x-ray functionality. There is no report of injury of death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The heat sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Manufacturer narrative:
A ge service representative performed an on site investigation. The heat sensor was replaced during the service call. The system was tested and found to be working as intended and put back into service.